Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and experienced a map shift without an error message being displayed by the system. The procedure was completed without patient consequence. This event is being reported because such map shifts could potentially mislead physician and contribute in a potential risk to patient. The investigational analysis has been completed. Fse contacted the account and asked to check the metal interference and patient movement. Cs reported that the issue was caused by incorrect positioning of the patches and confirmed that the system is working properly. This is a user error issue. System is operational. The history of customer complaints associated with carto 3 system # 11253 was reviewed. 1 out of 28 additional reported complaints may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and experienced a map shift without an error message being displayed by the system. The procedure was completed without patient consequence. This event is being reported because such map shifts could potentially mislead physician and contribute in a potential risk to patient.